Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right brachial artery using a 6f 105 cm non-bsc sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery and superficial femoral artery. A non-bsc guidewire was advanced to the lesion. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was selected and advanced to the dilate the target lesion. Upon first inflation at 6 atmospheres, it was noted that the balloon ruptured after being inflated for 15 seconds. Angiography revealed that the contrast media leaked. Dilatation was performed using an unspecified balloon catheter. The device was removed intact. The procedure was completed with an unspecified epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a coyote shelf box and a hoop. The batch number on the packaging and device matched the reported batch number. The catheter was inspected tactilely and visually. There was blood in the inflation lumen. The catheter was soaked in a warm water bath to loosen the blood prior to functional testing. Functional testing, performed using an inflation device filled with water, revealed a balloon tear. The balloon and shaft were examined under magnification. There was a longitudinal balloon tear 46mm long on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The inner shaft was kinked from the proximal balloon waist. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right brachial artery using a 6f 105 cm non-bsc sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery and superficial femoral artery. A non-bsc guidewire was advanced to the lesion. A 4.0mm x 220mm x 150cm coyote balloon catheter was selected and advanced to the dilate the target lesion. Upon first inflation at 6 atmospheres, it was noted that the balloon ruptured after being inflated for 15 seconds. Angiography revealed that the contrast media leaked. Dilatation was performed using an unspecified balloon catheter. The device was removed intact. The procedure was completed with an unspecified epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).